Manufacturer narrative:
Patient identifier not available. Patient age not available. A software investigation analysis was initiated to determine the probable cause of the issue through log and archive/image analysis. Analysis found that some points were collected beneath the surface of the skin. The model was good but the skin was not complete. Medtronic representative was able to smoothen the model with minor adjustments by tapping threshold down one to run the auto refine. The tracking pattern was not bad but could cover more surface above forehead. Some of the registrations saved to the archive would not load in the software. One registration had the trace pattern shifted further up on the head. Turning on the patient tracker model did not change the location of the registration. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had difficulty registering the patient. The first trace had an error metric of 4.3 mm. Registration was attempted 10 more times and they were unable to get the registration accuracy any better. In one attempt, the patient tracker on the model was down under the patient¿s nose and they were unable to move it to the forehead, so all the points were collection in the wrong place. Ultimately the surgeon went back to the first registration and progressed with that. There was less than an hour delay and no impact on the patient¿s outcome.